Event description:
(B)(6), reported that a rate of almost once a month the patient has dealt with several pump malfunctions resulting in diabetic ketoacidosis.. There were no blood glucose levels, treatment or history provided. Attempts were made to contact the patient to provide add'l info. Messages were left, but she did not return the calls.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported, therefore, no qualification records were reviewed.